Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred. DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A 20-minute procedural delay was reported in a case where the baylis medical company radiofrequency perforation generator produced an error and failed to deliver rf energy. Transseptal puncture was completed using a second versacross rf wire following successful rf delivery. However, the error code was observed again after rf delivery. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay.